Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed openings during analysis. Additional observations: ¿ observed deformation on the device. ¿ white particles observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported rupture. Healthcare professional later confirmed rupture. This record is for left side. The device has been explanted.

Event description:
Patient reported rupture. Healthcare professional later confirmed rupture. This record is for left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
The device has been explanted.